Event description:
Complainant alleged that while attempting to pace a pt (age & gender unk) during a transport, the device was unable to increase the pacer output current. Complainant indicated that the pt was then transported and there was no adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.